Manufacturer narrative:
Natus medical customers are instructed to inspect the vac-pac prior to each use. The customer has since been provided a replacement. The customer had the vac-pac destroyed at the facility, to prevent future use. Users are also instructed to replace units older than two years that are used several times a week. No further investigation is necessary, and this report is considered final.

Event description:
Natus medical received a complaint on (B)(6) that their vac pac patient positioning support device has a slow leak. The customer reported no patient involvement. The vac pac was purchased more than two years ago and has been destroyed at the facility.